Manufacturer narrative:
Initial and final (B)(4) - device 5 of 5.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that an leakage issue event on 18-feb-2026. While patient reported infusion set tubing detached from connector. Customer reports set has been in use for one hour. No further information available.